Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) . The home patient (hp) turned the hc off the previous night when the alarm occurred. The patient had disconnected, but had done so properly. There was nothing found during troubleshooting that could have caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.